Event description:
It was reported that a newly implanted patient was showing signs of a clot. This event occurred quickly after implant, and the surgeon was concerned about a possible extrinsic occlusion in the outflow graft. The patient's pump speeds quickly declined from 3.0 to 2.5 and below after leaving the operating room or. Imaging was completed and log files were uploaded. The patient was brought back into the operating room; a clot was seen throughout the inflow and outflow graft. A full exchange of all components of the left ventricular assist system was performed. It was noted that this patient was a factor v leiden patient. The patient appeared to be stable on the newly implanted heartmate 3. Log files did not show any indication of an ingested thrombus affecting the rotor, identified through elevated or erratic rotor noise or displacement in the log files. It was noted that the pump flow was low for to the pump speed and that the pulsatility index was low. There were no other unusual events recorded in the log file event history. The device operated as intended. After further discussion of this event, the site believed that the pump played a large role in this issue. The site believed that something may have been wrong with one of the grafts, causing the clot. They also believed that the metal on the pump was abnormal.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported decreased in flow was confirmed via the submitted log files, the specific root cause could not be confirmed during the evaluation of (B)(6). The log files showed pump flow decreasing from approximately 4 liters per minute (lpm) to 2.5lpm less than 2 hours after pump support was initiated. Pump speed was increased from 5400rpm to 6800-7000rpm, resulting in the estimated flow increased to the 3.8-4.4lpm range. The left ventricular assist device (lvad) log file data did not show any indication of ingestion or obstruction within the pump. (B)(6) was returned assembled with the pump cable cut approximately 6¿ from the pump housing. Examination of the pump blood-contacting surfaces found depositions of clotted blood coating the lumen of the inflow cannula, outflow graft attachment hardware, and pump cover. No depositions or thrombus were observed within the sealed outflow graft. The majority of the depositions showed little to no structure. The portion of the deposition in the distal end of the inflow cannula showed a more tissue-like structure. The distal end of the inflow cannula deposition was loosely seated within the eye of the rotor. The clot appeared to be an acute formation that likely entered the eye of rotor after the pump was stopped. All of the observed depositions appeared to be the result of poor surface washing due to an interruption in flow. However, a specific root cause of the low flow could not be determined. After cleaning, the pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 lvas instructions for use (IFU) lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 lvas. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.